Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 57-year-old male for acute myocardial infarction complicated by cardiogenic shock. During support, red-colored urine was observed with suspected hemolysis. Laboratory testing demonstrated plasma-free hemoglobin of 280 milligrams per deciliter on the prior day, increasing to 520 milligrams per deciliter, and lactate dehydrogenase of 3,220 units per liter, increased from 1,665 units per liter. It was reported that the patient had previously undergone escalation of therapy from impella cp to impella 5.5 at an outside hospital on april 17 due to suspected hemolysis. Hemolysis is a known potential adverse event associated with impella support and may be influenced by patient-specific factors, severity of cardiogenic shock, and hemodynamic conditions.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of hemolysis/'patient device interaction was unable to be determined as limited clinical details were provided and no product was returned for review.